Manufacturer narrative:
The mixer appeared wobbly. The reagent probe and mixer were replaced, but the issue persisted.

Event description:
The initial reporter stated they were having issues with results from an unspecified number of patient samples tested for multiple analytes on the cobas 8000 e 602 module. The customer provided data for 13 patient samples with discrepant results. No incorrect results were reported outside of the laboratory. Results from the following assays were affected: tsh, ft3, ft4, and elecsys ferritin (fer). The specific tsh, ft3, and ft4 assays used were requested, but not provided. Refer to the attachment for all patient data. The reagent lot numbers and expiration dates were requested, but not provided.

Manufacturer narrative:
The sample probe liquid level detection assembly was replaced and adjusted. The customer ran controls and these passed. No further issues occurred after these actions. The investigation determined the service actions resolved the issue.